Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 50 mg/dl and customer also reported high blood glucose ranging from 125 mg/dl to 600 mg/dl. Customer reported that insulin pump had motor error alarm and battery issue. Customer was treated for their high blood glucose with bolus and manual injection and for low blood glucose with food. The insulin pump will not be returned for analysis.